Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been the tip of the sheath getting caught on biological tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the assembly was unable to be inserted. The angio-seal device was used for hemostasis after percutaneous coronary intervention (pci) to treat lad #7. The locator/insertion sheath assembly was attempted to be inserted into the artery at the puncture site; however, the assembly could not be inserted as the tip of the insertion sheath was turned up at the boundary with the locator. The device was therefore not used and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The blood loss was less than 250cc. The physician's commented that although the assembly was attempted to be inserted into the artery while torque was being applied as instructed in the hands-on training, the insertion sheath was turned up. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 6 mm. There was no patient injury or surgical intervention. No equipment or other devices were used with the angio-seal.